Manufacturer narrative:
Date of event: approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the patient developed an infection at the pocket site. The symptom of redness at the incision site was noted. The physician believed that the infection was not device or procedure related and the cause was unknown. The patient was placed on antibiotics and the ipg was explanted. The patient was doing well postoperatively and the explanted ipg will not be returned.